Event description:
It was reported that the ilet device¿s touchscreen appeared damaged after removal from a pocket, with the screen display ¿all messed up,¿ consistent with a fracture of the touchscreen; blood glucose levels were unaffected and the user switched to alternative therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed a stress-related problem associated with a fractured touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.